Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4): the complaint is still under investigation. A follow-up report will be provided, as soon as investigation has been completed.

Event description:
As reported by the user facility: overinfusion: patient stated that device was infusing between 20-30 minutes.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Four (4) samples were received for evaluation. The samples and all available information were forwarded to the manufacturer for further evaluation. Per the investigation results, the samples were tested for flow rate and infused at rates within specification. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.